Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <1 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 5322 miu/ml. The sample was repeated again on (B)(6) 2012 and resulted as 5399 miu/ml. The repeat result was considered to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative was not able to determine a cause. He checked the system, syringes, sample probe, and reagent probe. He ran performance testing and all was within range. He verified operation with no defects noted.

Manufacturer narrative:
Calibration and quality controls were within expectations. Reagent integrity is not questionable. No further investigation of root cause was possible due to insufficient information.